Event description:
The customer reported the image was flickering during preparation for use and before the patient was in the room. The issue involved an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.